Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there had been multiple intermittent instances where the insulin gauge was inaccurate and static. Additionally, it was reported that intermittent altitude alarms occurred. Customer¿s blood glucose level was in the low 100's-148 mg/dl. Customer continued to use the existing cartridge.